Event description:
It was reported the manufacturer representative instructed/explained to dr (B)(6) the standard way of inserting the introducer ½ to 2/3 of the way through the sacrum in an effort to move towards standardization in technique. It was noted on fluoro that the lead/electrodes were facing backwards. The physician attempted to adjust the lead and, inadvertently, the tines were deployed. The lead was removed from the patient and a new lead was opened and placed in the appropriate place. There were no negative patient effects.

Manufacturer narrative:
Product ID 3889-28, lot# v963079, implanted: (B)(6) 2012, explanted: 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).